Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had intermittent button response due to a corroded act button on the keypad traces. No moisture damage noted on electronics or motor. The pump also had minor scratches on the lcd window, a cracked case at display window corner, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons have an intermittent response. Customer stated that she was walking on the beach when alarm occurred. Blood glucose value is unknown. Nothing further reported.